Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the issue was isolated to the one navigation system and that the site's other medtronic navigation systems could observe the wireless trackers on the imaging system.

Event description:
A medtronic representative reported that, while in a spinal fusion, the wireless trackers on the imaging system could not be observed by the navigation system. It was reported that the navigation system could see the instruments and reference frame without issue. It was reported that no other infrared light was present in the room and that there were no lights between the imaging system and the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Manufacturer updated to proper value.